Manufacturer narrative:
Singh, n. Et al (2018). The effectiveness of a modified metaizeau technique in fixation of adult radial neck fractures: a prospective study with a modification of the broberg-morrey classification. Journal of shoulder and elbow surgery. Volume 27. Pages 411-417. (Nepal) 510k: this report is for an unknown synthes titanium elastic nail /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: singh, n. Et al (2018). The effectiveness of a modified metaizeau technique in fixation of adult radial neck fractures: a prospective study with a modification of the broberg-morrey classification. Journal of shoulder and elbow surgery. Volume 27. Pages 411-417. (Nepal) this prospective case study aims to evaluate the effectiveness of the modified metaizeau technique for the treatment of adult radial neck fractures. Between january 2014 and december 2016, a total of 8 patients who presented with radiologically diagnosed radial neck fractures were included. All patients were implanted with an unknown synthes titanium elastic nail (ten). One patient was lost to follow-up after surgery and was hence excluded from the final analysis, leaving a total of 7 patients (5 men, 2 women). All patients received general anesthesia. Complications were reported as follows: a (B)(6) female, implanted with two unknown synthes 2mm ten, complained of pain at the insertion site at the right wrist that resolved spontaneously after nail removal. A (B)(6) male, implanted with two unknown synthes 2mm ten, complained of pain at the insertion site at the left wrist that resolved spontaneously after nail removal. A (B)(6) male, implanted with two unknown synthes 2mm ten, complained of pain at the insertion site at the left wrist that resolved spontaneously after nail removal. A (B)(6) female, implanted with one unknown synthes 2.5mm ten, was reported to have a 10° loss in the flexion extension and pronation-supination range of motion (rom) each, at 3 months and at the 1-year follow-up visit. A copy of the literature article is being submitted with this medwatch. This is for an unknown synthes titanium elastic nail. This is report 1 of 4 for (B)(4).

Event description:
A response was received from the author indicating there were no issues with the elastic nails involved in the reported cases.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.